Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer experienced an elevated blood glucose (bg) range of 630 mg/dl with trace ketone levels of 28-29 mg/dl. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room (ER) and treated with saline and insulin fluids. Customer has not been released from the ER. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer to obtain ER release date; however, no response from the customer was received.